Manufacturer narrative:
Additional information: d5, d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A review of the event history log identified numerous flange sensor failure (error code 21502) messages. During functional testing, the reported condition was not reproduced. A service history review was performed which identified a failed flange detection test; the mechanism and flange were replaced and further testing met specifications. The reported condition was verified in the logs. The cause of the error code could not be determined; however, the flange sensor grommet was adjusted to prevent future recurrence. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had a flange sensor failure (system error 21502) on startup. This was observed on startup. There was no patient involvement. No additional information is available.